Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/12/2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative educated patient on resetting the receiver and advised on bluetooth reset on the smart device. Patient reported that she is updating the software on the smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/30/16 and confirmed the reported loss of connection. No additional patient or event information is available.